Event description:
It was reported that the customer was hospitalized for low blood glucose and her glucose level was 154 mg/dl. The customer stated that the insulin pump had an alarm and the insulin was squirting out during prime. It was stated that the customer was changing the infusion set. The customer did not rewind the pump and prime properly.

Manufacturer narrative:
Final analysis revealed the insulin pump was unable to prime during prime/a-33 tests. The device also was unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests. However, the insulin pump passed the displacement test.